Manufacturer narrative:
Result: the 5maxace catheter was kinked approximately 1.0 cm from the hub. Conclusion: the compliant has been evaluated. The complaint indicates that the 5maxace was being pulled out of the package and the tip was damaged during removal. Evaluation of the returned device did not find damage to the tip of the catheter but did confirm a fracture in the catheter approximately 1.0 cm from the hub at the transition from the straight to spiral cut hypotube. This damage was likely caused by improper handling of the device when attempting to remove it from the packaging hoop or during preparation for use. If the proximal end of the catheter is torqued or bent at an angle during removal from the packaging or handling during preparation for use, the catheter shaft may kink and fracture in this area. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Prior to the procedure, the tip of the 5max ace reperfusion catheter was damaged while removing it from its packaging.